Event description:
The doctor had difficulty inserting the iab into the pt on 1/7/98 at 5:23 p.m. The iab was removed on 1/9/98 at 2:25 a.m. No second iab was inserted the iab was not returned to datascope for eval. (Event complications: none from the event - reported 7/28/98.) (Pt's curent status: discharged -rpt'd 7/28/98.)